Manufacturer narrative:
This report is submitted on august 10, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Subsequently, the patient was treated with topical antibiotics and underwent a skin revision surgery (specific date not reported); however the issue did not resolve. The abutment was removed on (B)(6) 2022.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on august 10, 2023, was filed inadvertently. No skin revison has performed.